Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat heavily calcified lesions in the circumflex artery (cfx), described as approximately 90% stenosed with greater than 90-degree involvement at both the ostial and distal segments. The vessel was initially wired with a viperwire advance coronary guide wire with flex tip. There were no reported issues with wire placement or wire bias. During the second treatment, the oad crown jumped forward which resulted in the viperwire becoming fractured. Treatment was continued and a perforation was observed in the cfx. To manage the perforation, a stent was deployed at the entrance of the artery via the left anterior descending artery. The patient subsequently experienced a myocardial infarction but recovered and was reported to be stable. Due to the viperwire fracture and vessel perforation, the orbital atherectomy procedure was aborted. The fractured viperwire fragment was successfully retrieved without complication. It was noted that the oad may have advanced too close to the viperwire spring tip, potentially contributing to the wire fracture. However, per the physician¿s assessment, the oad did not cause or contribute to the vessel perforation. The physician reported no concerns regarding long-term patient risk.